Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guidewire crossed the lesion, a 3mm x 20mm x 144cm coyote es balloon catheter was advanced but failed to cross the lesion. Subsequently, it was replaced with a 2.5mm x 20mm x 144cm coyote es balloon catheter. However, during inflation at 6 atmospheres, the balloon ruptured. The devices were removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.